Event description:
It was reported, the customer experienced a high blood glucose of 415 mg/dl. Customer has treated their blood glucose with a manual injection. The customer also reported a no delivery alarm while priming. Troubleshooting found insulin was able to exit with a push plunger. Customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.